Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a family member of a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported that the last time the patient had a refill, "there was a malfunction. It stopped." No symptoms or patient complications reported.